Manufacturer narrative:
Corrected information. Device evaluation: upon disassembly of the pump, examination of the rotor inlet section revealed thrombus formations surrounding the bearing cup within the distal side of the inlet stator, as well as the bearing ball of the rotor. These thrombi appeared to have developed as one formation that was pulled apart as a result of the pump disassembly process. The laminated structure and the areas of denaturation surrounding the bearing ball and bearing cup indicate these depositions were present while the pump was supporting the patient. Examination of the proximal side of the outlet stator revealed a thrombus formation surrounding the bearing ball. This deposition¿s lack of laminated layering indicates that it did not initially form in the outlet stator. Although the origin of this deposition could not conclusively be determined, its areas of denaturation adjacent to the bearing ball as well as the contact marks visible on the tapered portion of the rotor indicate that it was present while the pump was supporting the patient. Although a root cause for the development of this deposition and a duration for which it was present could not conclusively be determined through this evaluation, the deposition could have contributed to the patient¿s reported hemolysis, power elevations, and motor stops. Upon removal of the depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Examination and electrical continuity testing of the driveline extending from the pump housing did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Correction: the pump was exchanged on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Approximate age of device is 3 months. The explanted device was returned for analysis. The evaluation is not complete. The event occurred at (B)(6). The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced moderately increased levels of lactate dehydrogenase and plasma free hemoglobin levels since an unspecified date in (B)(6) 2015. In late-(B)(6), the patient was admitted to the hospital with hemolysis, despite having a therapeutic inr and short pump stoppage events. The patient's anticoagulation therapy was switched to clexane and initially some improvement was noted; however, the hemolysis recurred and intravenous heparin was administered. High pump power consumption was noted and an echocardiogram revealed the left ventricle was not unloading. On (B)(6) 2015, the pump was exchanged. Upon device explant, thrombus was reportedly seen within the pump rotor. The explanted pump will be returned for evaluation. No further information was provided.